Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm due to a short or inadequate neck. A left renal snorkel was also used the patient was in for a routine follow up and it was noted that the device has now migrated approximately 2 cm likely due to aortic elongating; which resulted in a type I endoleak. No clinical sequelae were reported. The patient is doing well. A review of returned films 3- 1/2 years post-implant revealed that a talent thoracic stent graft was positioned in the aneurysm, 2-3cm below the stented left renal artery. It is possible that disease progression and morphology changes (neck dilatation and angulated neck) may have contributed to the migration.

Manufacturer narrative:
(B)(4). Evaluation, conclusion: off label, unapproved, or contraindicated use (using a thoracic stent graft to treat the abdominal).